Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging an 'error 4' issue with the subject meter. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.

Manufacturer narrative:
The 510 (k) is k093745.lifescan (lfs) has requested return of the subject meter for evaluation. If the product(s) are returned, lfs will evaluate it and inform FDA of the inspection results in a supplemental report. The patient is unable to return the test strips invovled with this complaint since they all have been used.